Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level on (B)(6) 2025. The patient was hospitalised on (B)(6) 2025 with blood glucose level of 500 mg/dl and diabetes ketocidosis. Also, the patient felt sick and unwell. During hospitalisation, the patient was treated with intravenous drip. The patient stayed in hospital for greater than 24 hours. Currently, the blood glucose level of the patient was 170 mg/dl. No further information was available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country:united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for complaint (B)(4) on (B)(6) 2025. Test results: no testing is required for malfunction code no malfunction based on complaint information, see the test report in (B)(4) complaint test report. Device history record (DHR) review: the lot 6008600 was manufactured according to document version 80 appendix 1 batch card for production of packaging room on 24-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 17-jul-2025 against malfunction code no malfunction based on complaint information and lot 6008489, with four other complaints identified. None of the four complaints found had a reportable level of harm. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no issue identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.